Event description:
End user states "he recently switched mds a week or 2 ago and had to do a routine ¿urine sample¿ which did show he had a uti, however he denied having any other symptoms of a uti other than darker colored urine. He said he also has a head cold and is recovering from that now. He was given antibiotics (name unknown) for the uti. He said he is not blaming this defect for the found uti stating ¿I don¿t think its from that¿ as he is not sure what it was from. He is pushing fluids and some cranberry juice stating his urine is a better color now but still recovering from the head cold." End user says "he does wash his hands and cleanses meatus with a antiseptic wipe prior to insertion. He has never had a uti before." End user further states "he is a c5-6 incomplete sci states he is a ¿walking quad.¿ he has sensation when he inserts catheter. He caths 3 x a day regularly. He regularly measures his volume output and his usual volumes are 900-1000ml in am / 400-500ml in afternoon and 400-500ml in pm. He is aware he has a large bladder capacity due to his overstretched bladder. He has not relayed these volumes to his md."

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919. .